Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an unknown device alarmed with a s321(motor error-pmc, left) malfunction alarm code. The customer called the hospira advanced knowledge center to inquire what the alarm code meant prior to a meeting at the user facility. The customer was informed the possible cause of the alarm code was due to dc motor failure. The customer had no specific device information including the serial number of the device.